Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The endoscope was received with a missing distal window resulting in fluid invasion and subsequent major damage to optical components. The complete window is missing. Fragments of adhesive of the distal window are missing.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia procedure, the scope would not pass the balance test. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.